Event description:
Patient had a angioplasty performed at st. Bernardine medical center on 1/28/91. Discharged on 1-30-91 without problems. Apparently patient was admitted to another facility on 2/28/91 for an m.I. She was transferred to another facility where a cardiac cath was performed. Patient coded and expired during procedure. Autopsy report revealed 1 cm stylus sheath from a balloon angioplasty was found in the left anterior decending coronary artery. This "stylus sheath" described in the autopsy report may be the 1 cm. Portion of the 3 part segmented balloon protectordevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, other, other, invalid data. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently, invalid data. The device was destroyed/disposed of.